Event description:
It was reported that this implantable lead was surgically abandoned due to pacing not delivered when required. A different lead was successfully implanted. No additional adverse patient effects were reported.